Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the implant procedure the implantable cardiac monitor (icm) could not be interrogated by the programmer. The device was not used. There was no patient involvement.